Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the ventilator did not recognize the power pac battery when the ac cable was removed. "Switching to backup battery" and "shutdown imminent" alarms occurred. The patient was manually ventilated and then switched to another ventilator. There were no adverse patient effects reported.